Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for a patient having alarms when the black power cable was connected to the mobile power unit (mpu) and power base unit (pbu), but not when connected to batteries. The site believed they needed to replace the system controller due to a faulty black power cable. The log files captured a few powers cable disconnect alarms when using the power module on (B)(6) 2025 and no unusual alarms when using battery power. It was recommended to confirm it was a cable issue by reproducing the alarms with equipment at the clinic and to only exchange the controller if the alarms persisted. It was also suggested that the patient's home power module patient cable be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿faulty black power cable¿ and the controller alarming when connected to the mobile power unit (mpu) or power module was unable to be confirmed. Review of the submitted log files revealed the system operating as intended throughout the data. All power cable disconnect alarms observed throughout the log files appear consistent with the power cables being truly disconnected from external power. No notable events or alarms were observed within the log files. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7- ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5- ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot all alarms. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.